Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor electrode was a bit shorter. The customer¿s blood glucose was 5.4mmol/ l at the time of the incident. The customer reported that she didn't had issues with sensors before the last 2 sensor boxes using one press serter. There were no issues when removing sensors and was not damaged, but seems a bit shorter. There was also lost sensor error. The sensor will be returned for analysis.